Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced dizziness and a migraine with cgm readings of 105 mg/dl. However, her bg meter reading was 65 mg/dl. She was admitted to the intentive care unit (ICU) where she was treated with IV dextrose. At the time of the report she was still having the same symptoms and expected to be staying in the ICU for the next 3 days until her bg stabilized. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.